Event description:
I have used insulet/omnipod insulin pump for 8 years with no adverse effects. Upon receiving new shipment of pods mid-(B)(6) 2016 I developed a serious "burn" lesion after wearing pod for 24 hours. Pod is supposed to be good on one site for 72 hours. Skin extremely itchy under pod and had to remove pod. Lesion appears to be a burn with over 100 tiny, weepy "blister" appearing bumps where pod attached to skin. Area continues to itch up to 2 weeks after removing pod. Used prescription steroid cream (clobetasol) with minimal improvement. Notified insulet corp., pod replaced, but every pod has same effect. Sought medical attention from dermatologist ((B)(6)) who advised to stop wearing pod and switch to insulin injections. Before going back to injections, I tried multiple skin barriers (cavillon, bard skin wipes, skin tac, transparent dressing between pod and my skin, changed from humalog to novolog, flonase applied to skin before applying pod, benadryl spray.) Nothing helped. Went back to insulin injections for 2 weeks to allow skin to heal. Pictures available if needed. Insulet unaware of any changes in product development and denies changes in adhesive. Everywhere I placed pod on my body the same reaction occurred. After blisters stop weeping, they scab over and leave dark "bruise-like" marks for 2 months. Abdomen, arms, legs all react the same way. My local insulet rep was notified and provided with pictures. She suggested a different barrier (johnson and johnson tough pads) which, unlike the semi-permeable transparent dressings, are not permeable to anything. I'm in the process of trying the tough pads now. Insulet has been completely unresponsive to my issue and continue to deny any changes, however, I've joined a (B)(6) "omnipod users" group and there are hundreds of people having the same issue. I'm concerned about the long-term effects to my skin or any possible carcinogenic properties to the pod adhesive.